Manufacturer narrative:
The event date is approximate. Report source: complaint received from (B)(6).

Event description:
A consumer reported that their flexcare power tooth brush caught fire while charging. No injury or property damage was reported.

Manufacturer narrative:
Correction during inspection of the returned product: model number and serial numbers; revised lot # from not applicable (na) to no information (ni). Correction from inspection of returned product: device manufacture date. Analysis results: the root cause of the customer¿s complaint is a torn top seal resulting in water ingress and thermal damage.